Event description:
My spinal cord stimulator was uncontrolled by me. My program is breached causing debilitating pain, pressure and burning. Saw 3 technicians from abbott formally st jude no help with turning stimulation off with handheld or magnet. Not my program. Went to (B)(6) emergency room saw neurologist. Next day have surgery schedule. The stimulation is from all different locations internally. Cannot shut off or be controlled. I know my device has been breached electronical devices set it off. I am unable to shut off causing pain from head to chest, abdominal area and all extremities. This was surgically implanted 2007 at (B)(6) and additional pad or lead in 2010.